Event description:
Customer reportedly obtained results of 8.6 mmol/l, 18.8 mmol/l, and 6.9 mmol/l on the compact system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
Event occurred in the (B) (6).